Event description:
Bilateral patient. Litigation papers allege: since surgical implantation, patient has experienced pain and discomfort in her left and right hips. As a result, patient had left hip revision surgery. Patient may also need a revision surgery of her right hip.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.